Manufacturer narrative:
The 3mensio was provided for review. Calcification was observed to be present in the patient anatomy. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. DHR review and lot history review could not be performed as the lot information was not available. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not re-advance or reinsert the sheath at any time. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. No IFU/training deficiencies were identified. The complaint was unable to be confirmed due to no device imagery/device provided. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, after valve deployment, the balloon could not be pulled back into the sheath to remove. Coaxial alignment of the delivery system upon reentry into the distal end of the sheath could not be achieved. The tip of the esheath was damaged (liner bunching and sheath distal tip torn) while attempting to pull the balloon into the esheath. 3mensio imagery reveals that aorta had presence of calcification in the region where the delivery system is withdrawn into the sheath. The presence of calcification can create a challenging pathway for delivery system removal through the sheath, influencing noncoaxial alignment of the delivery system burst balloon into the sheath tip, resulting in damage to the tip. Additionally, the enlarged profile of the burst balloon was likely difficult to retract into the sheath tip further causing the alleged distal tip damage (tear and liner bunching). However, no images of the device were provided for review and the extent of the damage could not be determined. Available information suggests that procedural factors (excessive manipulation/removal of burst balloon) and patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. The complaint for sheath distal tip torn was unable to be confirmed due to no sheath imagery/device provided. No manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (excessive manipulation/removal of burst balloon) and patient factors (calcification) contributed to the reported event. However, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the sheath using in this case. Please reference related manufacturer report 2015691-2021-02163. The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, the pusher was not pulled back prior to deployment and caused the balloon to expand into the pusher. The balloon burst during deployment. The valve was successfully deployed. After valve deployment, the balloon could not be pulled back into the sheath to remove. Coaxial alignment of the delivery system upon reentry into the distal end of the sheath could not be achieved. The tip of the esheath was damaged (liner bunching and sheath distal tip torn) while attempting to pull the balloon into the esheath. A vascular surgeon performed a cut down to remove the delivery system and sheath.